Event description:
As reported by the sales rep per the user facility: nurse had completed IV start and was cleaning up from procedure when stick occurred. Needlestick injury, reports normal facility post exposure protocol followed. Additional information provided by the user facility indicated the nurse suffered no adverse sequela associated with the incident. All protocol bloodwork testing performed was negative.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used 20 ga. Introcan safety stylet with the safety clip covering the needle tip was returned. The long arm of the clip appeared bent and damaged. Due to the damage on the long arm of the clip the long arm clip dimension could not be accurately measured. All other safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual another country's manufacturer.